Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5, h6, h11. The complaint device was evaluated, and the reported event was not confirmed. The stem was returned for evaluation, and images were provided. The returned stem appears unremarkable for an explanted component. There appears to be residual bone attached to the device as well as scratching consistent with tool damage created during removal. A review of complaint history determined that no further action is required as no trends were identified. The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during retraction. However, this cannot be confirmed based on the information provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
The patient had a previous stemmed anatomic shoulder replacement which was revised. The surgeon removed all implants and inserted a cement spacer preparing for the 2nd stage revision which the patient will come back for.

Manufacturer narrative:
D10: 314-02-03 - equinoxe glenoid, pegged alpha, medium 300-10-45 - equinoxe replicator plate 4.5mm o/s 310-01-44 - equinoxe, humeral head short, 44mm (alpha) 300-20-02 - equinox square torque define screw drive kit should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that during a revision procedure, the patient¿s greater tuberosity broke while trying to remove the stem. The surgeon explained to the patient they will probably require a hrp as part of the 2nd stage revision. There were device breakages and there were fragments, parts, pieced in the wound site which were removed by the surgeon and a wash out occurred. There were no surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. This is 1 of 2 events for this patient.